Manufacturer narrative:
The date of awareness and the date of the event were supplied to penumbra quality by a penumbra sales representative who is no longer employed by penumbra, inc. The hospital does not recall the date of the actual event and the date the sales representative became aware in uncertain. The dates provided on this MDR are the dates supplied by the sales representative. Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00806 and -00807. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. Upon removal from the packaging, three ruby coils became kinked and were not used in the procedure. The procedure successfully continued using another manufacturer's devices.